Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion 1 was 80% stenosed and located in the circumflex (cx) artery. The reference vessel diameter was 2.5mm and the lesion length was 24mm. An attempt made for direct stenting failed due to a dissection. A 2.50x24mm liberte stent was implanted. No additional procedure performed in target lesion. Post procedure there was 2% residual stenosis. The procedure was a technical success. Target lesion 2 was 70% stenosed and located in an "other" artery. The reference vessel diameter was 2.5mm and the lesion length was 8mm. No attempt was made for direct stenting. A 2.50x8mm liberte stent was implanted. Post procedure there was 2% residual stenosis. The procedure was a technical success. The patient was discharged three days after the index procedure without angina or silent ischemia. Discharge medications were asa 150 mg/day for 12 months and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.